Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this patient was receiving a magnetic resonance imaging (MRI) conditional device, and during the elective device replacement/upgrade, this right ventricular (rv) lead was tested. High out of range pacing impedances of greater than 3000 ohms and noise were observed when this rv lead was measured. It was noted threshold, pacing and sensing could not be measured. The rv lead was then tested in unipolar, and the pacing impedance was around 600 ohms. The physician suspected insulation damage and anode conductor fracture. As a result, the decision was made to surgically abandon this rv lead, and implant a new rv lead. The procedure was completed successfully. No adverse patient effects were reported.